Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: blood pump. Additional text: pump failure. Specific component(s) involved: pump drive unit malfunction. Additional text: pump failure. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.